Event description:
The pt returned for a filter removal. A filter strut was noted in an abnormal position on x-ray prior to retrieval. No ivc thrombus noted. The strut broke off during retrieval and embolized to the lungs. No clinical sequelae. The filter was inserted 204 days prior to the removal due to multi-trauma ans risk of pulmonary embolism.